Event description:
Placement of stent/balloon, noted on radiopaque a piece of device. Initially thought it was the stent, but unable to retrieve. Pt condition deteriorated, returned to surgery and found a piece of rubber which was from the balloon.